Event description:
The patient reported that she was showing someone how her magnet stimulation worked, and after swiping the magnet she had a seizure which caused her to be hospitalized. The patient reported that she had been foaming at the mouth during the seizure. Device diagnostics were noted to be normal. No other relevant information has been received to date.